Event description:
Hernia mesh migrated and was rubbing against uterus and wrapped around ovary. Caused extreme pain. Doctors thought it was a dermoid cyst so hysterectomy was performed. During surgery doctor found the mesh problem. He cut out about 90 percent of mesh.